Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm large needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that a piece of cable from 8mm large needle driver instrument was observed to be sticking out and it was no longer functional. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter but, additional information regarding event details was not provided. However, it was stated that there was no patient involvement.